Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
When a user assembled duration centrax bipolar cup with metal head v40, he found metal head could not move smoothly. Using forceps, he tried to find the space, but he could not find anything. He suspected some foreign material, so he disassembled and cleaned them. After cleaning, he tried to assemble them without the locking ring, resulting in the metal head being able to move smoothly. But after that, he assembled with the locking ring, and it was not able to move smoothly. He decided to implant them, because there was no spare and the patient is not so active.